Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a hybrid issue. Hybrid analysis confirmed the no-telemetry c condition. With an external probe contacting the antenna, through the header, a telemetry c session was established. After opening the can, the antennae path was analyzed from the header to the mozart module with no physical anomalies observed but performance was significantly reduced as compared to a reference device at each step. The module was then removed and tested using a system bread board. In the module format, no difference between the reference part and the returned part could be observed. The issue was no longer present to the capabilities of the available tools. The reduced telemetry c performance was verified and traced to the mozart module or the connections to the module, but no further resolution was possible. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was unable establish telemetry with the programmer. Multiple telemetry routes were attempted and the device could not be interrogated. The device was not used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.